Manufacturer narrative:
Testing and investigation found that the device door roller and door roller pin were broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller and door roller pin were broken. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. No additional info was provided.